Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was completed by reselecting the procedure button. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to exposure. Review of the log file confirmed the fdc (flat detector controller) post (power on self test) failed error. Upon troubleshooting, the fse performed image detector and fd controller functional tests and confirmed the failure in the fdc. The fse replaced the fdc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform exposures. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.